Event description:
Information provided states that during an si (sacroiliac) joint fusion the tips of two variable drill bits broke. The breakage occurred deep in the sacrum of the si joint on the left side resulting in the fragments being left in the patients si. The samba screw was successfully implanted and the patient has positive outcome.